Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed oversensing and a 60 hertz type signal was observed. In addition. Right atrial (ra) lead oversensing was observed. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.